Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed pump stops that were consistent with the driveline being disconnected; however, a specific cause for the driveline disconnect events could not be conclusively determined through this evaluation. The reported superficial damage to the driveline could not be confirmed through this evaluation, as no photos were submitted and no product was returned. A direct correlation between the log file findings, reported superficial driveline damage, and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from 08aug2020 at 18:45:17 through 11aug2020 at 16:03:02. The driveline disconnected alarm became active on 11aug2020 at 16:00:11. The pump remained operation after the driveline was reconnected at approximately 16:01:04. Additional driveline disconnected alarms were captured beginning on 11aug2020 at 16:01:50. The driveline appeared to remain disconnected through the end of the file. The pump was stopped while the driveline was disconnected, including associated alarms (low speed advisory, low speed hazard, low flow hazard alarms). The pump speed remained above the low speed limit while the driveline was connected. Additionally, several low voltage alarms were captured between 18:45:17 and 19:43:48 on 08aug2020, and several power cable disconnect alarms were captured between 15:32:38 and 16:03:02 on 11aug2020. These events are investigated under (B)(4). The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) and patient handbook address all system controller alarms (including driveline disconnected, low speed hazard, and pump off alarms) and how to respond to such events. These documents state that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The IFU and patient handbook also contain information regarding driveline care. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had simultaneous pump off, driveline disconnect, and low flow alarms on (B)(6) 2020 at 16:00. The alarms persisted for several minutes. The patient exchanged her controller that evening. The patient had multiple areas on her driveline that were rescue taped. The patient did not have any additional alarms on her new controller except for a backup battery replacement alarm. A review of the log file noted an odd string of low voltage advisories on (B)(6) 2020 between 18:45 and 19:43. There was an odd string of power cable disconnects on (B)(6) 2020 between 15:32 and 16:00. Both of these events occurred while the patient was on battery power. Technical support noted that this type of issue can be caused by a weak connection between the batteries and battery clips. The odd string of power cable disconnects on (B)(6) 2020 was followed by a driveline disconnect alarm at 16:00:11 which was reconnected at 16:01:05. This caused the pump off and low flow alarms. The driveline was disconnected again on (B)(6) 2020 at 16:01:50 and remained disconnected to the end of the file at 16:03:02. The log file did not contain any evidence of a driveline issue. Technical support recommended checking the battery and battery clip contacts for integrity and cleaning them with an alcohol wipe.